Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a result of 70 mg/dl in the morning and did not take his diabetes medication as a result; however, he was experiencing symptoms of hyperglycemia. The patient did not take his medication the night before due to a low test result. The patient was later taken to the hospital where he was treated for hyperglycemia. At the hospital, his blood glucose level was 489 mg/dl. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.